Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise which resulted in the patient receiving inappropriate shock. Diagnostic imaging was performed and concluded that the lead was damaged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.